Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
3.0 x 26 locking anchorage screw plsl 3026, did not lock into plate and went through the screw hole of 3mm open base wedge plate. Surgeon was not able to back screw out. It was reported that the event occurred during primary surgery.